Event description:
This is a report of a home patient (hp) who was hospitalized. During hospitalization, the hp developed peritonitis, withdrew from therapy, and then passed away. An autopsy was not performed. The cause of death was reported to be multi-system organ failure, hypercapric and hypoxic respiratory failure due to hospital acquired pneumonia and peritonitis. Additional information was requested but not provided.

Manufacturer narrative:
(B)(4). This complaint for the report of peritonitis - no malfunction or use error is not confirmed. The cause is undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.